Event description:
On (B)(6) 2010, a (B)(6) male pt was implanted with an interposition gore propaten vascular graft in a bypass procedure for a popliteal aneurysm. It was reported to gore that the graft was leaking serous fluid at two weeks post-op. It was reported that the physician cannot tell for sure whether the graft was infected. The graft was explanted on (B)(6) 2010. The graft is not being returned to gore for evaluation.